Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use bd rapid detection of sars-cov-2 veritor¿ experienced 2 false negative test results confirmatory pcr testing was performed (B)(4). The following information was provided by the initial reporter: the patient was swabbed and tested with pcr testing on (B)(6) 2021 and the result was positive. Patient was tested on the veritor (B)(6) 2021 and the result was negative. They were swabbed and tested with pcr test on the same day and the result was positive. Customer is collecting sample from only one side of patient nare. Sample collection: nasal. Only 1 nare was swabbed on patient. What type of sample was collected? Nasal how long after collection was the swab tested? Immediately results: false negative was there any patient impact as a result of the false result? No. Patient was tested with pcr test and they were treated based on the positive pcr test.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-15. H6: investigation summary this statement is to summarize the investigation results regarding the complaint that alleges false negative when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0344966. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Returned product testing was completed and all devices had normal intended results. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Event description:
It was reported that during use bd rapid detection of sars-cov-2 veritor¿ experienced 2 false negative test results confirmatory pcr testing was performed (B)(4). The following information was provided by the initial reporter: the patient was swabbed and tested with pcr testing on (B)(6) 2021 and the result was positive. Patient was tested on the veritor on (B)(6) 2021 and the result was negative. They were swabbed and tested with pcr test on the same day and the result was positive. Customer is collecting sample from only one side of patient nare. Sample collection: nasal. Only 1 nare was swabbed on patient. What type of sample was collected? Nasal. How long after collection was the swab tested? Immediately. Results: false negative. Was there any patient impact as a result of the false result? No. Patient was tested with pcr test and they were treated based on the positive pcr test.